Manufacturer narrative:
The electrode lot number and expiration date was not provided. Fibrin strands were noted to be in the serum for the sample from patient 1. It was also noted that the centrifuge time for the sample for patient 1 was too short. The field service representative checked the sample probe adjustments, unblocked the sipper and vacuum nozzles, proactively replaced the ion-selective electrode (ise) unit, and performed several primes. He performed checks and experienced ise noise errors. The reference voltage was too low. He replaced all the electrodes, primed the system, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 2 patient sample on a cobas pro ise analytical unit. Patient 1: the initial result was 147 mmol/l, and the repeated result was 141.6 mmol/l. Patient 2: the initial result was 147.7 mmol/l, and the repeated result was 141.1 mmol/l.

Manufacturer narrative:
The field service representative found blocked sipper and vacuum nozzles, indicating a problem with the sample quality. The investigation determined the issue was consistent with a pre-analytical handling issue.